Event description:
The customer was hospitalized for low bgs. The customer stated that their low bgs are due to over infusion. It was indicated that the customer was disconnected during rewind and prime. Troubleshooting was performed. The bolus history showed that the customer over bolused for insulin they thought they were not getting. The customer got an alarm and was not taking into consideration the amount of insulin the pump delivered before the alarm. The customer tried to bolus several times, which lead to an over infusion. It was indicated that the pump is working fine.